Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The reported patient effect(s) of dissection is listed in the hi-torque guide wires instruction for use as a known patient effect(s) of coronary procedures. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that a lead was implanted in the cardiac resynchronization procedure, but the result was unsatisfactory. The hi torque pilot guide wire was used in the procedure and inserted into the coronary sinus without issue but when it was advanced into branches of the left ventricle chamber, a dissection was noted, resulting in a pericardial effusion. The procedure was abandoned to allow the effusion to heal. No treatment was provided for the dissection or effusion. The patient was hospitalized due to a low heart rate and the inability to implant the pacemaker. The low heart rate was not due to the dissection and effusion. During this time the patient was observed for any complications due to the dissection. No additional information was provided.